Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was showing signal loss for all monitored transmitters. The host 1k server was down and needed to be rebooted. There was no known power outage, so it is not known why the server went down. Rebooting the host 1k server resolved the issue. No patient harm was reported. Service requested / performed: troubleshooting: nihon kohden client it services team (nk cits) found that the h1k server was stuck and unresponsive. The host 1k server was rebooted and the cns was booted back up, which resolved the issue. Investigation summary: the possible cause for the server malfunction is customer's network related. The host 1000 server manages communication between multiple segments. The reported issue does not require further investigation through CAPA process since the issue was found to be related to the host 1000 server malfunction. These server issues are often associated with issues in relation to the customer's network system. The following fields are not applicable (na) to the MDR report: b2, b6, b7, d4 lot # & expiration date, d6a & d6b, d7b, f1 - f14, g4 device bla number, g5, g7, h7, h9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: orgs: model #: ni. Serial #: ni. Transmitters: model #: ni. Serial #: ni. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The customer reported that the central nurse's station (cns) was showing signal loss for all monitored transmitters. The host 1k server was down and needed to be rebooted.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was showing signal loss for all monitored transmitters. The host 1k server was down and needed to be rebooted. There was no known power outage, so it is not known why the server went down. Rebooting the host 1k server resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following devices were being used in conjunction with the cns: transmitters: no model or serial numbers. Orgs: no model or serial numbers.

Event description:
The customer reported that the central nurse's station (cns) was showing signal loss for all monitored transmitters. The host 1k server was down and needed to be rebooted.